Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced seals and cleaned the ion selective electrode module. The cse cleaned the saline line and replaced the saline solution. The cse replaced the electrode and ran quality controls which resulted within range. The cause of the discordant, falsely low chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting as expected. The corrected results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride results.